Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varices and bleeding performed on (B)(6) 2024. During the procedure, the bands prematurely deployed even without an attempt of deployment. Two more speedband superview super 7 were used; however, the same problem happened. The procedure was still completed with the third speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varices and bleeding performed on (B)(6) 2024. During the procedure, the bands prematurely deployed even without an attempt of deployment. Two more speedband superview super 7 were used; however, the same problem happened. The procedure was still completed with the third speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h2 (additional information): block d4 (model number, catalog number, unique identifier (UDI) #) have been updated based on the additional information received on june 26, 2024. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.